Event description:
The reporter stated the surgeon inserted and removed a cq2015a collamer aspheric three piece lens due to the haptic tearing. The lens was removed with no patient injury, no enlarged incision or sutures. Another same model lens was implanted. The reporter stated the cause of the torn haptic was due to the cartridge used, the tip was defective. The reporter stated they used a competitor's injection system, which has not been approved by the manufacturer for use with this model lens. The reporter stated they are aware that using this injection system is off-label use.

Manufacturer narrative:
Evaluation codes: method - lens work order search. Results- visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions- (other): based on the complaint history, work order search and the evaluation of the returned product, the root cause of the event has been determined to be due to the off-label use of the injection system with this model lens.